Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device is being applied to medium and thick tissue during a laparoscopic rectal procedure, the surgeon was able to press the green button, but the was unable to squeeze the handle, hence, the device did not fire. It was also reported that the cartridges were stucked during the firing process and were tried with new staplers but the problem went on. A new cartridge and a nw stapler was opened to complete the case. There was no patient injury.